Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio reviewed the device's electronic patient event record and verified that the paddles lead would display lead off during the patient event. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer reported to physio-control that during a cardiac arrest event, their device would not display ECG rhythm in paddles lead. This occurred just after they were able to resuscitate the patient. A back-up device was obtained with minimal delay and used to continue providing care to the patient. There were no adverse effects to the patient, a male, as a result of the reported issue. No further details were about the patient were provided.

Manufacturer narrative:
Physio-control received additional information from the customer. The defibrillation electrodes were placed on a (B)(6) male that weighed approximately (B)(6), whose skin was diaphoretic throughout the event. The customer stated that the patient's chest was shaved and they attempted to dry his skin as best they could. The lifepak 15 monitor/defibrillator operating instructions state "clean and dry the skin, if necessary. Briskly wipe the skin dry with a towel or gauze." This is to ensure better electrode adhesion to the skin. The likely cause of the intermittent loss of ECG through the defibrillation electrodes was due to the loss of adequate electrode contact to the patients skin.